Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 12. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.